Manufacturer narrative:
Vygon us received one (1) sample of the device bn-602 lot 1608061d for evaluation, the unit was tested for a pin hole leak in the IV tubing drip set. There was no pin hole observed, however the set immediately began to leak at the bond area of the drip chamber to tube and was confirmed there was a fluid leak. A review of the lot history record for the lot listed on the pir report was conducted for this product. The qc inspection report indicates zero findings for leak testing during this lot manufactured in august of 2016. All production and qc personnel are up to date with their training. Corrective action: as an immediate action vygon has stopped manufacturing with drip chambers from this supplier, and converted all production back to the previously qualified supplier. Training will be performed with all operators performing bonding operations. A corrective action will be issued into vygon USA quality management system to document the formal training. Vygon USA will continue to monitor this failure mode for future occurrences

Event description:
On the afternoon of (B)(6) 2017 as IV access was being established the crew members noticed a pin hole leak in the IV tubing drip set. A second set was then used without incident.